Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a blank display after changing their battery. Customer's blood glucose was 274 mg/dl. The customer also reported several cracks surrounding their insulin pump. Customer stated there was cracks on the display and around the battery compartment. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display was noted during testing. No damage was noted on the lcd board. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked.